Event description:
Senseonics was made aware of an incident where the user received a false hypoglycemia alert from the system due to sensor inaccuracy. The user reported on (B)(6) 2024, around 11:00 pm that their sg was 55 mg/dl and bg was 127 mg/dl. Per dms, the sg and bg values were confirmed and user received a low glucose alert on (B)(6) 2024, at 11:36 pm.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The user reported a low glucose event on 25sep 2024 around 11:42pm. The user mentioned that the sg at the time was 55 mg/dl while the bg was 127 mg/dl. A review of the dms data revealed that the sg value was 52 mg/dl at 11:41 pm and bg was 127 mg/dl 11:42 pm. A review of the alert history revealed that the user received multiple low glucose alerts since 11:21 pm. The user did not seek medical treatment and resolved the event by eating something. User's hcp was not aware of the event. The user was advised to get in touch with their hcp for any medical assistance. A case (complaint: (B)(4) was created to address the sensor inaccuracies. An initial review of the system revealed that the signal and reference channels were trending up and were trying to get stabilized. The user was inserted on (B)(6) 2024. It is expected to see some differences during the early days as the system tries to get stabilized. The system was monitored for a few days and the user was educated about the expected inaccuracies during early days. The sensor is currently in use and the system is displaying good agreement between the sensor readings and calibration entries between on (B)(6) 2024. The most likely root cause of the reported inaccuracies can be attributed to early wear adjustment. No further investigation is required. B4. Date of this report updated to 08 november 2024. G3 date received by the manufacturer? 04 november 2024. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.